Event description:
A patient with acute myocardial infarction with cardiogenic shock was brought to the hospital and percutaneous coronary intervention was done with impella cp support. In the intensive care unit, bedside echocardiogram was performed and revealed a collapsed left ventricle (lv) around the impella device and a very dilated right ventricle (rv). The physician suspected the patient had a pulmonary embolism (pe) and was given three doses of cath flow and initiated a heparin drip. The patient was placed on the ekosonic endovascular system for the pulmonary embolism. The physician also informed the staff that the impella needed to be removed from the lv as the physician was concerned that the impella could have been worsening the rv strain. The staff turned off the device and pulled it into the descending aorta and the impella was placed in surgical mode. The impella cp remained pulled back into the descending aorta due to blood thinners and placement monitoring was disabled. The next day, the impella was removed. Additional information was received. The patient has been discharged from the hospital and was in rehabilitation. There was no issue with the placement signal on the device. It was appropriately functioning. The physician independently made the decision to withdraw the pump from the lv but did not want to proceed with the explant at that time so the device remained on at p-1 to avoid constant appropriate alarms from the automated impella controller. The placement signal was disabled by the care team itself.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Pulmonary embolism/ cardiac failure: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.